Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the inner packaging was not sealed. During unpacking of a 2.50mm x 12mm emerge¿ balloon catheter, it was noted that the inner packaging was not sealed. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good and stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge catheter in its original packaging with the tyvek peeled up. The packaging was examined. The bsc poly to poly seal was not missing and is intact; however, the tyvek on the back side of the pouch was torn/pulled open. Inspection of the remainder of the packaging and device revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the inner packaging was not sealed. During unpacking of a 2.50mm x 12mm emerge balloon catheter, it was noted that the inner packaging was not sealed. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good and stable.